Event description:
It was reported the device was removed because the wires were getting ¿tangled up, twisted, and turned around.¿ a new system was implanted after the removal. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3093-28, lot# v006813, implanted: (B)(6) 2006, product type lead. (B)(4).